Manufacturer narrative:
Additional information: h6: the quality investigation is complete.

Event description:
No new information.

Event description:
It was reported that during a procedure the e-sep safeair pencil activated without pressing any buttons by the surgeon. The procedure was completed successfully without a delay; no adverse consequences or injury were reported.

Manufacturer narrative:
D4: lot number of the device is unknown: full UDI is not available.